Manufacturer narrative:
(B)(4). This literature article and subsequent complaint was found during a recent post-market surveillance review (pms) of this device. The citation is as follows: ¿coadjuvant treatment of vasospasm in ruptured unsecured cerebral aneurysms with aggressive angioplasty, intra-arterial nimodipine, and aneurysm embolization.¿ ching-chang chen-alvin wang-chun-ting chen-po-chuan hsieh - world neurosurgery ¿ 2018, https://doi.org/10.1016/j.wneu.2018.05.005. Information regarding patient weight, race, and ethnicity were not provided. This MDR report is being submitted with no patient demographics or device specifics. Due to the nature of the complaint, the devices were not returned for analyses nor were the sterile lot numbers provided in order to conduct a lot history review. Initial reporter facility name: department of neurosurgery, (B)(6) memorial hospital, (B)(6) university college of medicine, (B)(6). (B)(4). [Conclusion]: the literature article ¿coadjuvant treatment of vasospasm in ruptured unsecured cerebral aneurysms with aggressive angioplasty, intra-arterial nimodipine, and aneurysm embolization.¿ ching-chang chen-alvin wang-chun-ting chen-po-chuan hsieh - world neurosurgery ¿ 2018, documented a (B)(6) female patient (case (B)(4)), who experienced aneurysm recanalization after undergoing stent-assisted coil embolization with the enterprise stents. The patient presented with a severe headache for 6 days, at which time she was brought to the hospital and admitted. The patient suddenly became comatose the day after she was admitted. Her glasgow coma scale score dropped from 15 to 3. The patient was then transferred to the department of neurosurgery in (B)(6) memorial hospital, (B)(6) university college of medicine where the glasgow coma scale score was 6. Computed tomography (CT) angiography revealed a fisher grad 4 subarachnoid hemorrhage (sah), hydrocephalus, severe left middle cerebral artery (mca) vasospasm, and possibly a left internal carotid artery (ica) blister aneurysm. The treatment plan based on these findings included external ventricular drainage, angioplasty for the vasospasm, and multiple stent-supported coiling of the blister aneurysm. Angiography showed that the vasospasm and delayed flow in the left mca territory. An envoy 6f guiding catheter was navigated into the left ica with a continuous pressurized nimodipine line. The scepter xc balloon catheter and a microwire were navigated to the m2 branch of the left mca and the balloon catheter was briefly inflated from the distal m2 to the proximal mca segment 1 to the distal ica. Angiography showed significantly reduced vasospasm over the angioplasty arteries. There was still diffuse vasospasm over the distal mca branches. Stent-assisted coiling was used to treat the left ica dorsal wall blister aneurysm. A second enterprise stent was placed within the first enterprise stent. Post-embolization angiography showed complete occlusion of the aneurysm and resolution of the vasospasm. The patient regained consciousness and required another procedure for additional placement of coils within the aneurysm and the implantation of a third enterprise stent due to the recanalization of the aneurysm. The vasospasm was resolved and the patient recovered without sequelae. No additional patient, procedure or device information, including lot and catalog numbers, was provided in the article. Angiographic vasospasm is observed in 30%-70% of patients following aneurysmal subarachnoid hemorrhage (sah). The typical onset is 3-5 days after the hemorrhage and maximal narrowing at 5-14 days. As a result, vasospasm is a major cause of morbidity and mortality in patients after aneurysmal subarachnoid hemorrhage. To avoid a period of vasospasm, early treatment of ruptured aneurysms is advocated, which may complicate the management of aneurysm. Delayed management of the aneurysm is occasionally encountered due to delayed patient presentation or failed surgical treatment. Delayed intervention can complicate treatment strategy leading to significant vasospasm and poor prognosis. The purpose of the literature article was to report an endovascular protocol for occlusion of the unsecured aneurysm and angioplasty for vasospasm in a single session. The period between january 2011 and may 2017, there were 24 patients with significant vasospasm and unsecured ruptured cerebral aneurysm among the 660 patients with aneurysmal subarachnoid hemorrhage were reviewed. Aggressive angioplasty with a compliant balloon catheter either before or after embolization of the aneurysm in the major branches of vasospastic territory was performed with the goal of complete embolization of the aneurysm. The literature study concluded that it is safe to treat unsecured ruptured aneurysm and the related vasospasm at the same time. The protocol of aggressive angioplasty with synergistic balloon angioplasty and intra-arterial nimodipine to relieve severe and diffuse vasospasm, which may otherwise cause significant morbidity and mortality, works well and has proven invaluable to the patients. Recanalization of aneurysm is a known procedural complication associated with the enterprise stent and stent-assisted coil embolization procedures. The root cause of the event cannot conclusively be determined; however, off-label use of the enterprise, aneurysm characteristics and procedural factors may have contributed to the recanalization. Since the procedure was conducted during an emergent situation with severe vasospasm in another location, coils may not have been placed as densely as needed. In addition, as per the instructions for use (IFU), the performance and safety of two or more overlapped stents has not been established. The IFU also states that the codman enterprise vascular reconstruction device and delivery system is intended for use with embolic coils for the treatment of wide-neck, intracranial, saccular or fusiform aneurysms arising from a parent vessel with a diameter of = 2.5 mm and = 4 mm. Wide-neck is defined as having a neck width =4 mm or a dome-to-neck ratio < 2. Since the recanalization required additional treatment to prevent serious injury, this event meets MDR reporting criteria. The enterprise stents remain implanted and are thus not available for evaluation. Additionally, the sterile lot numbers are not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. (B)(4).

Event description:
The literature article ¿coadjuvant treatment of vasospasm in ruptured unsecured cerebral aneurysms with aggressive angioplasty, intra-arterial nimodipine, and aneurysm embolization.¿ ching-chang chen-alvin wang-chun-ting chen-po-chuan hsieh - world neurosurgery ¿ 2018, documented a (B)(6) female patient (case (B)(4)), who experienced aneurysm recanalization after undergoing stent-assisted coil embolization with the enterprise stents. The patient presented with a severe headache for 6 days, at which time she was brought to the hospital and admitted. The patient suddenly became comatose the day after she was admitted. Her glasgow coma scale score dropped from 15 to 3. The patient was then transferred to the department of neurosurgery in (B)(6) memorial hospital, (B)(6) university college of medicine where the glasgow coma scale score was 6. Computed tomography (CT) angiography revealed a fisher grad 4 subarachnoid hemorrhage (sah), hydrocephalus, severe left middle cerebral artery (mca) vasospasm, and possibly a left internal carotid artery (ica) blister aneurysm. The treatment plan based on these findings included external ventricular drainage, angioplasty for the vasospasm, and multiple stent-supported coiling of the blister aneurysm. Angiography showed that the vasospasm and delayed flow in the left mca territory. An envoy 6f guiding catheter was navigated into the left ica with a continuous pressurized nimodipine line. The scepter xc balloon catheter and a microwire were navigated to the m2 branch of the left mca and the balloon catheter was briefly inflated from the distal m2 to the proximal mca segment 1 to the distal ica. Angiography showed significantly reduced vasospasm over the angioplasty arteries. There was still diffuse vasospasm over the distal mca branches. Stent-assisted coiling was used to treat the left ica dorsal wall blister aneurysm. A second enterprise stent was placed within the first enterprise stent. Post-embolization angiography showed complete occlusion of the aneurysm and resolution of the vasospasm. The patient regained consciousness and required another procedure for additional placement of coils within the aneurysm and the implantation of a third enterprise stent due to the recanalization of the aneurysm. The vasospasm was resolved and the patient recovered without sequelae. No additional patient, procedure or device information, including lot and catalog numbers, was provided in the article.